Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the hospital on (B)(6) 2021 for a device implant procedure. During implant, excessive slack was observed on the right ventricular lead. Testing of the lead showed increased capture thresholds and poor sensing. The lead was repositioned, and the patient subsequently complained of mild chest pains post-operation. It was noted that the patient's blood pressure had significantly decreased, and an echocardiogram confirmed that this was due to a mild pericardial effusion. The physician determined this to be the result of the excessive slack noted during implant. A pericardiocentesis was performed successfully, and post operation device check on (B)(6) 2021 showed that the device was functioning appropriately. The patient was in stable condition.